Manufacturer narrative:
The troponin reagent lot number expiration date was 31-jul-2022. The customer confirmed the issue has not recurred. The customer's calibration and qc results, sample pre-analytic details, and system alarm trace were requested but not provided. Based on the provided information, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys troponin t hs results for one patient tested on a cobas 8000 e 801 module. It was requested but not provided if the initial troponin result was reported outside the laboratory. The customer performed repeat testing with the patient's sample on the same e 801 module. The patient's initial troponin result was 47 pg/ml. The patient's repeat troponin results were 4 pg/ml and 7 pg/ml. The troponin reagent lot number was 523685 with an expiration date requested but not provided.

Manufacturer narrative:
The investigation is ongoing.